Event description:
Patient reported that on an unspecified date he obtained the blood glucose readings of 267 mg/dl, 180 mg/dl, 302 mg/dl and 178 mg/dl within 10 minutes of each other on the reported meter. After obtaining these results, the patient took an additional 10 mg of his oral diabetes medication glucotrol (glipizide) at his regular intervals. The patient received no medical attention. Customer care advocate determined that the meter was set with the correct unit of measure and calibration code number, the patient was handling the reagents appropriately, the testing technique was correct; however the patient was incorrectly cleaning the puncture site prior to the fingerstick. The meter, test strips and control solution were replaced.